Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient fell and broke their back two weeks ago friday and yesterday they started feeling a zapping sensation in their vaginal area. Patient stated it feels a bit strong but not uncomfortable. Patient mentioned the therapy have been working good since the accident and the only different thing they have experienced is the zapping sensation down there. Troubleshooting was unable to be performed as patient wanted to decrease their amplitude but both their handheld devices were not charged. Patient will callback later today. The patient was redirected to their healthcare provider to further address the issue. Patient called back and was able to connect and decreased the amplitude from 0.7 to 0.6. Patient will keep stimulation level and will call us back if needed.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient would be instructed to shut their therapy off until they could be seen in the office.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.